Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photo or sample was received for investigation. Without any further information like a physical sample or photo- the complaint of separation cannot be verified and the root cause cannot be determined. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the unspecified bd intravascular administration set experienced component separation. The following information was provided by the initial reporter: patient's daughter reported the infusion tubing became disconnected while patient was asleep. Patient discovered the disconnection as she got out of bed. No leakage was noticed or felt by the patient. The infusion pump did not beep throughout the process. The tubing was immediately clamped off by the patient and reported to the research team.